Manufacturer narrative:
One 3i t3® non-platform switched tapered implant 5 x 8.5mm (bost585) was returned for investigation. Visual inspection of the reported product identified signs of use, bone residue around the implant but no apparent malfunction. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Reporter's last name not provided/unknown. Device not returned.

Event description:
It was reported that the patient suffered bone loss and the implant had to be removed from tooth site 20.